Event description:
The sales rep reported that doc sheared off the plastic applicator tip into the pt's biopsy site. The doc retrieved the plastic tip by going back into the breast and taking multiple tissue samples until the pastic was found. No device to return.